Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation the patient's left ventricular lead exhibited loss of capture. It was noted that the patient was not symptomatic to the loss of capture. Programming changes were made to deactivate the lead. The patient's condition was stable throughout the event.

Event description:
New information noted that further programming changes were made on 15 aug 2019. The physician opted to continue monitoring the patient. The patient was stable throughout the event.